Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported that the insulin pump stopped basal delivery, and that the significant event leading up to the complaint was the device recently being x-rayed. The family member declined troubleshooting, but was advised to speak to a health care professional. The customer's blood glucose value was unknown. No further information was provided.